Event description:
Reporter indicated that the patient is experiencing an increase in seizures. Treating physician is unable to interrogate the generator and it is suspected to have reached normal end of service. Further follow up revealed that the physician does not know if the seizure increase is related to generator end of service and does not know if the increase is above or below pre vns baseline level because the patient is new to the treating facility and they do not have the patient history. Patient plans to have generator replacement.